Event description:
The doctor reported separating the file mid-root in the mesialbuccal canal of a lower molar. The doctor will attempt retrieval of the file, but at the time of this report the outcome was unknown.